Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported of a button error from the insulin pump. The customer stated that the pump was not exposed to moisture. The customer will be sent a replacement pump.

Manufacturer narrative:
The pump was received with intermittent button response and a button error alarm due to corroded keypad traces. The pump had a cracked case at the display window corner, a cracked lcd window, minor scratches on the lcd window, a cracked belt clip slot at the battery tube threads area and a cracked reservoir tube lip.